Event description:
(B)(4)

Manufacturer narrative:
(B)(4). Parker bath is a height adjustable bath system intended for assisted bathing. It was reported to use that the carer opened the door and was starting to place the resident into the tub when the door suddenly started to fall. The carer caught the door before it fell down. No injuries to carer or resident. The manufacturer's investigation is now completed and concludes: an arjohuntleigh technician visited site to inspect the unit and found that the tub is in good condition and all functions except the door was functioning properly. The plastic connection piece on the bottom of the door shut had come apart from the strut rod, and the end of the rod had poked through the bottom of the tub shell. Also found that the bolt that attaches the door to the pivot lever was loose and the door could move in and out about 1/4 inch. The event was recreated by the technician on site. Additional testing performed at the manufacturing site confirms that if the door connection bolt is loose the door could move to the side hence bypassing the mechanical stop making it possible to swing the door outside of its original track. When the door was raised beyond its intended course the gas strut was stretched to the extent to which it broke off and when the door was lowered the loosely hanging rod poked through the tub fiberglass. A review of previous complaints show no similar events. This appears to be an isolated case. The root cause of the event appears to be use error in not inspection and maintaining the bath in accordance with the instructions for use. The cause of the drop was that the door connection bolt was loose making it possible for the door move to the side hence bypassing the mechanical stop while opening making it possible to swing the door outside of its original track. When the door was raised beyond its intended course the gas strut was stretched to the extent to which broke off and when lowering the door the loosely hanging rod poked through the tub fiberglass. This problem is clearly noticeable since the door will not stop in up position. It will also be noticed if correct preventive maintenance it performed. In the preventive maintenance schedule in the instructions for use (04.al.00/4 gb, april 2007) it is stated that the user should weekly; 'check door: open and close the door and check the lock and supporting gas strut for correct function i.e the door should not drip by itself." All mechanical attachments (including the door connection bolt) should also be check yearly by a qualified technician. When the bath leaves the factory the door is torqued to 50nm. It is not possible to conclude what caused the bolt to come loose but it can be concluded that a use error has occurred while not inspecting and maintaining the bath in accordance with the instructions for use. It is recommended to suggest to the customer to inform the staff about the importance of the weekly and yearly inspection and maintenance of the device. It can be concluded that the device failed to meet its specifications. It can be concluded that the device was being used for treatment (bathing) at the time of the event. It can be concluded that the device caused or contributed to the event.